Event description:
Related manufacturer report number: 2017865-2022-21221. Related manufacturer report number: 2017865-2022-21223. Related manufacturer report number: 2017865-2022-21225. It was reported that the patient presented for follow-up with discharge at the implant site of the pulse generator. The generator, right atrial, right ventricular, and left ventricular leads were explanted due to pocket infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.